Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. Approximately on 08/31/2023, the child¿s healthcare provider reported that after sensor pod removal, the sensor wire remained in the child¿s skin. The parent consulted a pediatric surgeon, and the retained sensor wire was surgically removed without difficulty. Although requested, no other details are available (no symptoms, date of consult, surgery, no report of hospitalization for the procedure). Due diligence to contact the patient by technical support and medical safety for more information was unsuccessful. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.